Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit failed battery testing. There was no patient involvement. To fix the issue, the fse replaced the batteries. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit failed battery testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.